Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7075215.

Event description:
It was reported that the patient experienced inadequate pain relief due to high impedances noted on the leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.